Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, d6 and h6 impact codes. Analysis of the pacemaker has not yet been completed. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker experienced palpitations and had a fall. The patient went to the emergency room (ER) and had a cardiac arrest and resuscitation was required. It was found that the device reverted to safety mode, as a result, an external pacemaker was required. In addition, the patient remained under monitoring in the hospital care unit. No additional adverse patient effects were reported. Additional information indicated that this pacemaker was explanted. Other than the procedure, no additional adverse patient effects were reported. This device was already returned to boston scientific, but further analysis has not yet been completed.

Event description:
It was reported that the patient with this pacemaker experienced palpitations and had a fall. The patient went to the emergency room (ER) and had a cardiac arrest and resuscitation was required. It was found that the device reverted to safety mode, as a result, an external pacemaker was required. In addition, the patient remained under monitoring in the hospital care unit. No additional adverse patient effects were reported. Additional information indicated that this pacemaker was explanted. Additional information indicated that the physician had concerns of pacing inhibition prior the device replacement procedure. No additional adverse patient effects were reported. This device was already returned to boston scientific, but further analysis has not yet been completed.

Manufacturer narrative:
Follow up report 3 (additional information): this report is being submitted to update section b5 and h6 device and impact codes. At this time, no further information is available. Should additional information become available this report will be updated. Follow up report 2 (correction): this report is being submitted to update section d6 explant date. Analysis of the pacemaker has not yet been completed. Follow up report 1 (additional information): this report is being submitted to update section b5, d6 and h6 impact codes.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker experienced palpitations and had a fall. The patient went to the emergency room (ER) and had a cardiac arrest and resuscitation was required. It was found that the device reverted to safety mode, as a result, an external pacemaker was required. In addition, the patient remained under monitoring in the hospital care unit. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to update section d6 explant date. Analysis of the pacemaker has not yet been completed. At this time, no further information is available. Should additional information become available this report will be updated. Follow up report 1 (additional information): this report is being submitted to update section b5, d6 and h6 impact codes.

Event description:
It was reported that the patient with this pacemaker experienced palpitations and had a fall. The patient went to the emergency room (ER) and had a cardiac arrest and resuscitation was required. It was found that the device reverted to safety mode, as a result, an external pacemaker was required. In addition, the patient remained under monitoring in the hospital care unit. No additional adverse patient effects were reported. Additional information indicated that this pacemaker was explanted. Other than the procedure, no additional adverse patient effects were reported. This device was already returned to boston scientific, but further analysis has not yet been completed.

Event description:
It was reported that the patient with this pacemaker experienced palpitations and had a fall. The patient went to the emergency room (ER) and had a cardiac arrest and resuscitation was required. It was found that the device reverted to safety mode, as a result, an external pacemaker was required. In addition, the patient remained under monitoring in the hospital care unit. No additional adverse patient effects were reported. Additional information indicated that this pacemaker was explanted. Additional information indicated that the physician had concerns of pacing inhibition prior the device replacement procedure. No additional adverse patient effects were reported. This device was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Follow up report 3 (additional information): this report is being submitted to update section b5 and h6 device and impact codes. At this time, no further information is available. Should additional information become available this report will be updated. Follow up report 2 (correction): this report is being submitted to update section d6 explant date. Analysis of the pacemaker has not yet been completed. Follow up report 1 (additional information): this report is being submitted to update section b5, d6 and h6 impact codes.